Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 2.5 mmol/l. The customer treated low blood glucose with sugar supplement. No further complications were reported. The customer will discontinue to use the device.